Manufacturer narrative:
The actual samples were not returned for analysis. Retain samples of the incident code and lot number were retrieved for physical verification and it was observed to be of the same product code (B)(4). Further the line clearance of batches (B)(4) and (B)(4) was reviewed and it was observed that the batch (B)(4) was a part of the batch (B)(4). Also both the batches were packed at the same date and therefore the possibility of mix-up at packing stage cannot be overlooked. The batch manufacturing records were reviewed for a similar complaint for the same product code and lot and corrective actions have been taken for this issue.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/02/2016. (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was used. The hospital opened the box and the box contained foils of product on label and 10 foils of another code and lot. There were no adverse consequences for the patient reported. No further information is available.